Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the balloon and dysfunction. A new artificial urinary sphincter was implanted. Following the procedure the patient was stable and the event resolved.

Manufacturer narrative:
H3 device evaluation: the balloon component was visually inspected, microscopically examined, and tested for leaks. There was a leak in the sphere at the adapter junction that was the result of fatigue. The balloon was not functionally tested because of the confirmed damage. Product analysis identified a device malfunction that confirms the reported device allegations. The balloon tear is the most probable cause for the complaint.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss from a hole in the balloon and dysfunction. A new artificial urinary sphincter was implanted. Following the procedure the patient was stable and the event resolved.